Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data.

Event description:
Physician reported the device has been explanted.